Event description:
It was reported that the patient presented in clinic for routine follow-up. Review of the cine fluoroscopy revealed externalized conductors on the left ventricular lead. All electrical measurements were normal. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).